Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was reported patient had reported poor appetite, difficulty swallowing, and regurgitating food since device implant. Admitted to hospital with progressive weakness. Diagnosed with "nonfunctional swallow with silent aspiration and persistent penetration, residual and premature loss." Patient opted for dnr (do not resuscitate) status. He went into ventricular tachycardia and died approximately 6 months after device implant. It was reported as "unknown" if the death was device related. The exact cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) proximal segment, (B)(4) proximal segment.

Event description:
It was reported patient had reported poor appetite, difficulty swallowing, and regurgitating food since device implant. Admitted to hospital with progressive weakness. Diagnosed with "nonfunctional swallow with silent aspiration and persistent penetration, residual and premature loss." Patient opted for dnr status. He went into ventricular tachycardia and died approximately 6 months after device implant. It was reported as "unknown" if the death was device related. The exact cause of death has been requested and not received.

Event description:
It was reported patient had reported poor appetite, difficulty swallowing, and regurgitating food since device implant. Admitted to hospital with progressive weakness. Diagnosed with "nonfunctional swallow with silent aspiration and persistent penetration, residual and premature loss." Patient opted for dnr (do not resuscitate) status. He went into ventricular tachycardia and died approximately 6 months after device implant. It was reported as "unknown" if the death was device related. The exact cause of death has been requested and not received. Follow up with clinic reported "they did not expect patient to expire so quickly." Manufacturer's representative reported the device did not contribute to patient's death. Patient died of a gi complication.